Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. Philips customer support technician suggested to customer to replace backlight inverter and the ui assembly with 2nd gen lcd. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.